Event description:
It was reported "we have a patient in the ICU who had a 15 cm trialysis catheter placed by the critical care team. After placement the patient was started on dialysis and developed significant ectopy including frequent runs of non-sustained vt. The x-ray showed that the device was in too far and so it was pulled back several centimeters and dialysis was continued. Initial xray after placement provided and after 3cm removal. The ectopy continued throughout the night despite the withdrawal and cessation of hemodialysis. The next day the x-ray was reviewed and noted to still be significantly too far advanced. The '15 cm catheter' was removed an additional 7 cm to a total of 10cm out of the patient and the follow up x-ray was noted in proper location. The catheter clearly says that it is a 15 cm catheter, but it is clearly a 24 cm catheter as the x-ray shows a ruler measuring the full length of the catheter. You can see how much of the '15 cm catheter' is outside the patient while the tip is located in the cavoatrial junction (from a right ij insertion site)." Additional info received on 10 april 2023: no further adverse events beyond the temporary non-sustained vt that repeatedly occurred while the catheter was inserted to its full length. The device is still in the patient but a note has been created to ensure that the catheter is saved in the event that it is removed prior to discharge from facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "we have a patient in the ICU who had a 15 cm trialysis catheter placed by the critical care team. After placement the patient was started on dialysis and developed significant ectopy including frequent runs of non-sustained vt. The x-ray showed that the device was in too far and so it was pulled back several centimeters and dialysis was continued. Initial xray after placement provided and after 3cm removal. The ectopy continued throughout the night despite the withdrawal and cessation of hemodialysis. The next day the x-ray was reviewed and noted to still be significantly too far advanced. The '15 cm catheter' was removed an additional 7 cm to a total of 10cm out of the patient and the follow up x-ray was noted in proper location. The catheter clearly says that it is a 15 cm catheter, but it is clearly a 24 cm catheter as the x-ray shows a ruler measuring the full length of the catheter. You can see how much of the '15 cm catheter' is outside the patient while the tip is located in the cavoatrial junction (from a right ij insertion site)." Additional info received on 10 april 2023: no further adverse events beyond the temporary non-sustained vt that repeatedly occurred while the catheter was inserted to its full length. The device is still in the patient but a note has been created to ensure that the catheter is saved in the event that it is removed prior to discharge from facility.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of an incorrectly labeled dialysis catheter was unconfirmed because the returned product was within manufacturing specifications. The product returned for evaluation was one powertrialysis alphacurve dialysis catheter. Usage residues were observed on the catheter. The molded joint was marked as a 15cm catheter. When pulled straight, the catheter shaft measured 25.6cm from the molded joint to the distal tip. This length was compared with the manufacturing specifications and was found to be within tolerance. The returned product was within manufacturing specifications and appeared to be labeled correctly. Consequently, this complaint is unconfirmed.